Manufacturer narrative:
This report is for an unknown dhs screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bridle sh, patel ad, bircher m, calvert pt (1991), fixation of intertrochanteric fractures of the femur, the journal of bone and joint surgery, volume 73-b, pages 330-334, united kingdom. This study aimed to discover whether these theoretical advantages could be proved in practice, by a comparison of the results of the gamma nail and the dynamic hip screw (dhs), a well-established device. 100 patients, all over 60 years of age, with intertrochanteric fractures of the proximal femur were included in the study. These patients were randomly allocated for fixation with a competitor¿s nail or an unknown synthes dynamic hip screw. There were 49 patients (9 males and 40 females with a mean age of 81.0 years) were implanted with a competitor¿s nail. 51 patients (7 males and 44 females with a mean age of 82.7 years) were implanted with an unknown synthes dynamic hip screw. The patients were followed-up clinically and radiologically for at least 6 months. Complications were reported as follows: 9 patients died before hospital discharge. 19 patients died during the first 6 months. 3 patients had bronchopneumonia. 1 patient had pressure sore. 2 patients had wound infection. 2 patients had haematoma. Unknown patients were immobile at final review. Unknown patients were unable to walk unaided. 4 screws were in a bad position and were placed superiorly in the femoral neck. 3 patients had cut-out of the screw from the head. 4 patients had the screw tip migrated within the femoral head. This report is for an unknown synthes dynamic hip lag screw. This is report 2 of 2 for (B)(4).